Event description:
Voluntary medwatch received states that the right atrial (ra) lead exhibited oversensing noise suspected to be related to electromagnetic interference (emi). No changes or interventions were performed. There were no patient consequences.

Manufacturer narrative:
Primary unique device identification (UDI) number is not available as product information was not provided.